Manufacturer narrative:
(B)(4). H6: health effect impact code - prophylactic treatment.

Event description:
It was reported that wire / needle / cannula damaged or missing occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2025, it was reported that the patient experienced a missing sensor wire. Upon sensor insertion the sensor wire was missing from the sensor pod. The patient developed swelling at the insertion site, which prompted him to go a clinic. An x-ray was performed, which showed no evidence that the sensor wire was retained under the skin. The patient was prescribed an oral antibiotic medication prophylaxis (doxycycline, unspecified dosage). The patient was in a hurry and was unable to provide additional medication information. At the time of the report, the patient was doing well. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that a bent wire post removal occurred. The probable cause could not be determined. No additional patient or event information is available.